Event description:
Reported 1 false positive flu b result for one patient, unknown whether symptomatic. Unknown whether the result was confirmed. Confirmation method(s) not provided.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: email.